Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two of the bd luer-lok ¿ syringes were found without lot numbers and expiration dates before use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that two of the bd luer-lok ¿ syringes were found without lot numbers and expiration dates before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: one photo depicting three 10ml packaged syringes with needle. The batch # and expiration date are printed on the top web for one syringe. The other two packages have missing / illegible batch # and expiration date on the top web. Missing/illegible batch # or expiration date on top web is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing information defect is associated with the top web printer. During printer restart the first machine advance will not print completely. This requires manual removal of the first few packages with no print. It is likely in this case the strip of packages was not removed. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.